Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: though not supported by system logs to be the vse instrument associated with the procedure, the customer returned a vse instrument, shown by system logs to have been used in the subsequent procedure, to intuitive surgical, inc. (Isi) for failure analysis (fa). During analysis, the instrument underwent and passed electrical continuity, recognition and engagement tests. The integrated energy cord was successfully connected to generator and the white led light illuminated from the generator indicating the instrument was recognized for energy delivery and the energy activation test was then conducted with no issues after pressing the pedal on the surgeon side console (ssc). A wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. There was no loss of power and no intermittent energy was observed. No faults or error messages appeared during in-house testing. A review of the logs did not find any errors. Additionally, the ceramic dot verification test passed and the knife slot measured 0.029".

Manufacturer narrative:
Based on the current information provided, it is unknown why the vessel sealer extend (vse) instrument did not work and it has not been returned in order to perform failure analysis. During a field evaluation by an isi field service engineer (fse), the patient side cart (psc) was test driven with a vse instrument and was able to cut and coagulate using the e-100 generator without any issue. A follow-up MDR will be submitted if additional information is obtained. A review of the logs revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Per a review of the logs, the vse instrument involved with this event was installed twice and passed homing twice. 53 cut events were completed with no errors and 61 seal events were completed, of which only one event has the ¿high initial starting impedance" error. No errors related to recognition were observed. Master supervisory controller (msc) logs show some errors which do not seem to be related with e-100 recognition of the vse. This complaint is being reported due to the following conclusion: citing difficulty with patient anatomy and bleeding for an undisclosed reason and from an undisclosed source, the surgeon converted the da vinci-assisted surgical procedure to open surgery. It was reported that prior to the conversion, the vse instrument would not work. This is being conservatively reported as an adverse event and malfunction because specific details of the vse instrument's failure(s) and the cause of the bleeding prompting the conversion to open surgery were not provided.

Event description:
It was reported that during a da vinci assisted splenectomy procedure, the vessel sealer extend (vse) instrument would not work and the case was converted to open surgery due to bleeding. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event. The robotics coordinators spoke to the surgeon after the procedure and was reportedl informed that the procedure was converted due to patient anatomy/bleeding and the conversion would have occurred regardless of the vse instrument's functionality.